Event description:
It was reported that the patient¿s initial diagnosis was degenerative disease. It was reported that the setscrew could not be placed at l5. ¿the surgeon thought that l5 extender was about to release the screw head because l5 screw was placed medially and s screw was laterally. When the surgeon removed the extender to see if the screw head was damaged or not, the surgeon found a fragment of the broken setscrew. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.